Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reported that the user's tip of the electrode was inside the external auditory canal. The clinic pulled out the electrode.